Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device failed to convert a ventricular arrhythmia. There was no allegation of malfunction for the device and the arrhythmia self-terminated. The patient was stable with no consequences and the device was reprogrammed to assure successful treatment in the future.